Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that the device activated when the doctor closed the jaws even though the activation button was not pressed. This caused a regrasp alert. The device was not on tissue at the time and there was no pt injury.